Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise reversion episodes. The asymptomatic patient was brought in clinic for further testing; the noise could not be reproduced. The device was reprogrammed. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.